Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient forgot to recharge the ipg as recommended by the manufacturer. Ipg could not communicate with the external devices when attempted. In turn, ipg was inoperable. Surgical intervention was undertaken on 17 oct 2018, wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operatively.